Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears. The caller acknowledged and understood the guidance provided. No additional information was received regarding any further outcome of the event.